Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2017865-2017-01914. The patient presented with noise episodes which had inhibited pacemaker function, resulting in presyncope. Lead replacement was performed but the noise episodes were still present. The pacemaker was then explanted and replaced, which resolved the issue.